Manufacturer narrative:
Coloplast reviewed all lot numbers where the reported abiss lot # was associated with. The associated coloplast lot #s are: 5108404, 5108407, 5086881, 5086883. However, based on the limited information received, coloplast cannot determine which lot # may have been associated with the reported complaint, so all lot #s were reviewed. The review of the coloplast lot #s listed revealed no trend in the complaint, nonconforming report and CAPA data. The contract manufacturer reviewed the DHR and stated specifications were met. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6), relationship pain (separation because more intimacy), lower abdominal pains when walking, electric shocks pelvic area up to the anus, hip pain, more able to be in open-leg position (sexual relations, sitting in indian) partial excision of the wick on (B)(6) 2017 due to an extrusion of about 2 cm in the vagina.